Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 445 mg/dl while wearing the pod between 4 and 24 hours. The patient¿s husband reported that around 2:30am to 3:00am (the specific date is unknown) the patient changed their pod and at about 1pm they had to call an ambulance. The patient¿s symptoms included high bg, vomiting, and chest pain. The patient¿s husband reported upon removal of the pod from the abdomen; the cannula was found to be bent. The patient was diagnosed with diabetic ketoacidosis and was hospitalized for 3 to 4 days. As treatment, the patient was on an insulin drip.